Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse confirmed the reported event by observing low pressure on the device, and then replaced the 2-way solenoid valve. The customer was subsequently able to run controls without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due failure of the 2-way solenoid valve.

Event description:
It was reported that the customer received "101 pressure low" errors during a run on their g8 analyzer. The customer checked all of the connections and performed a drain flush twice; however, the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.